Manufacturer narrative:
(B)(4). The customer did not know the lot number for the tube. The data of manufacture cannot be determined.

Event description:
The customer reported there were three successive cuff failures during intubation of the same patient. The customer stated that the cuffs had tested fine during the preop when they were inflated with 10cc s of air. The customer stated that the patient's airway anatomy consisted of a mallampati 3 score and short thyromental distance and was a known difficult airway, per his provided history. The tubes were removed and the patient was reintubated each time. This is the first report of three reports from this customer. The second and third associated reports being submitted are our report numbers 2936999-2016-00186 and 2936999-2016-00187